Manufacturer narrative:
Other relevant device(s) are product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter; ubd: 08-jul-2007, UDI#: (B)(4) & product ID: 8598, lot/serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter; ubd: 28-nov-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10mg/ml of infumorph at 0.5 mg/day. The patient had previously been receiving 80.0 mg/ml of dilaudid at 43.971 mg/day, 2000.0 mcg/ml of fentanyl at 1099.3 mcg/day, and 250.0 mcg/ml of baclofen at 137.41 mcg/day. It was reported the patient's pump was replaced on (B)(6) 2019 and the patient had not complained about their therapy prior to their scheduled replacement. During the replacement, the doctor could not aspirate the catheter via the pump and spinal segments. The doctor tried to aspirate the catheter directly and from the catheter access port (cap) and received no cerebrospinal fluid (csf). The doctor also cut the pump connector segment and aspirated the catheter directly without success. The doctor tried to two places in the spinal segment and still did not get csf. The patient did not report any contributing factors prior to the replacement. The doctor performed a complete catheter revision and implanted a new catheter. The explanted catheters were discarded by the customer, therefore, they would not be returned for analysis. There was good free flowing csf noted after the new catheter was placed, and it was still flowing when connected to the pump. Csf was aspirated from the cap. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included chronic pain syndrome due to past back surgeries and two train accidents. Other medications being taken at the time of the event were not available.